Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the update was not completed, and the pyxis unit was stuck during the update process, failing to progress past a certain screen. A field service engineer found that the station was stuck in an infinite update loop and could not access the application, so a reimage was performed. All configuration settings were completed and verified to meet anesthesia standards, including confirming that auto reboot was blocked. The pyxis hard drive reimage guide was followed, and all settings were verified as correct. The station was tested via a remote session, a force patch update was performed, and required updates were applied. The customer then completed a medication inventory to confirm everything was correct. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a software update did not complete. The pyxis station became stuck on an update screen and did not progress beyond a certain point. Attempts to force the update to complete or abort were unsuccessful, and the station could not be used. The customer reported that cases were pending in the room while the device remained unavailable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.